Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8835, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 2 mg/ml hydromorphone at 0.2801 mg/day via an implantable pump for spinal pain and other chronic intractable pain. The patient was prescribed a personal therapy manager to use with the therapy. It was reported that for 3 weeks post implant the patient did well, but then in december 2015 nothing worked after that. The personal therapy manager did not work for the patient. The patient thought the personal therapy manager never worked. It was noted that nothing helped the patient's pain. The logs were read and there was only one denial of a personal therapy manager dose request. No anomalies were found in the logs. It was also reported that the patient could hear the personal therapy manager every night. It was unknown for how long this had been occurring. When one of the reporters was with the patient, there was no sound coming from the personal therapy manager.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.